Event description:
The dealer states the chair always pulls to the left with or without weight in it. The dealer has swapped rear wheels, made sure the casters and forks were not over tightened.

Manufacturer narrative:
Follow up to be sent if additional information is received